Event description:
The physician used a guard wire occlusion system to treat a totally occluded lesion with heavy thrombi in the rca. After the procedure the patient¿s blood pressure dropped. The patient suffered cardiogenic shock. Vasopressor/inotropic therapy was required to maintain stable blood pressure. The cardiogenic shock was believed to be secondary to cardiac dysfunction and associated with pulmonary edema and hypoperfusion. It was reported that the cardiogenic shock was caused by the rv infarction. The physician indicated that the event was not related to the device or procedure.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation was performed (no device returned); no device returned for evaluation; no conclusion can be drawn (based on information available, no cines images/device received); device not returned.

Manufacturer narrative:
Results, conclusion: inconclusive, investigation in progress. (B)(4).